Event description:
It was reported that the pt's pump flipped. The pump was surgically flipped back. The pt recovered without sequela. Her pain is well-controlled with the intrathecal pump. The pt's pump contained morphine.